Event description:
I had an outpatient procedure called a pouchoscopy. Two days later I developed a high fever and was admitted to the hospital for septic shock. I spent 12 days at (B)(6) hospital in (B)(6). This included four days in ICU.